Manufacturer narrative:
Citation: kim et al. Comparison of two self-expanding transcatheter heart valves for degenerated surgical bioprostheses: the avenger multicentre registry. Eurointervention. 2024 mar 18;20(6):e363-e375. Doi: 10.4244/eij-d-23-00779. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the comparison of two self-expanding transcatheter heart valves for degenerated surgical bioprostheses.  The study population included 835 patients with a mean age of 79 years who were predominantly male.  Multiple manufacturer¿s devices were implanted in the study population; 584 patients were implanted with a medtronic evolut r, evolut pro or evolut pro+ bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all evolut patients adverse events included: severe patient-prosthesis mismatch, moderate to severe aortic regurgitation, coronary occlusion, myocardial infarction, annular rupture, malposition, vascular or bleeding complication, stroke, acute kidney injury, arrhythmia requiring permanent pacemaker implant and conversion to open surgery.  No further information was provided pertaining to medtronic products.